Event description:
Pt had insertion of a two-lumen subclavian catheter by experienced operator (md), and due to large right breast pt was in trendelenberg position. The .035" (89 mm) dia x 23-5/8" (60 cm) spring-wire guide became deformed and doctor was unable to remove it through the 18ga x 2 1/2" (6.25 cm) catheter assembly. When all was removed, the spring-wire j-guide separated, remaining under the skin, right clavicle, into the subclavian vein, down into the vena cava. This was verified by post-procedure x-ray following a second immediately-placed central line using an identical kit, with a nurse applying caudad traction on the large breast to prevent deformity of the catheter & j guide wire during the procedure. Second insertion was without incident and j spring-wire was easily withdrawn. Interventional radiologist removed spring wire remnant promptly via right femoral vein approach within 8 hours.